Event description:
Head/neck pbds [procedure-based delivery system] pack- suction tubing turned red and was attached to needle box- needle box "bled" onto tubing. Entire setup contaminated and caught by circulating nurse. Per conversation with [redacted] (or materials management manager) [date redacted]: working with rep to find out more information. We are under the same impression that it is bleeding from the needle packs. We have not seen it before. Change something in sterilization process. Checking if ok to use. Returned one pack last week to rep. Sending back for testing. [Redacted] will provide device identifiers.